Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, pain ankle, tenderness and polyarthritis. Concurrent conditions included inflammatory polyarthritis, fetal methotrexate syndrome, swelling of limb, synovial cyst, hyperlipidemia, neoplasm, abdominal pain, fatigue, joint pain, plantar fasciitis, pain in heel, knee pain, malaise, vitamin d deficiency, sleep apnea, tingling skin, inflammatory polyarthritis, vaginal bleeding, dysfunctional uterine bleeding, decreased appetite, productive cough, congestion nasal, chest pain, obesity, osteoporosis, hot flashes, premenopause, sexually transmitted disease, skin tags, skin lesion and insomnia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune disorder"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic body aches") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, neuromyopathy, autoimmune disorder, fatigue, arthralgia, hypoaesthesia, pain, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered arthralgia, autoimmune disorder, endometriosis, fatigue, genital haemorrhage, hypoaesthesia, neuromyopathy, pain and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: the essure wires look in their anatomic position. A tiny amount of contrast was seen in the area of the proximal left tube. No contrast is seen in the right tube. No spillage of contrast. The uterus is not evaluated in this study.. Pathology test - on (B)(6) 2019: sections of the cervix are negative for squamous or glandular dysplasia. Sections of the endometrium show no evidence of hyperplasia or malignancy. Sections of the myometrium reveal interweaving bundles of smooth muscle cells characteristic of leiomyomas. No suspicious hypercellularity, nuclear dysplasia, increased mitotic activity or necrosis is seen. Also present are islands of benign endometrial glands and stroma surrounded by uterine smooth muscle, indicative of adenomyosis. Sections of the cul-de-sac serosa, bilateral ovaries, and bilateral fallopian tubes are unremarkable. Ultrasound pelvis - on (B)(6) 2014: impression. 1. Endometrium 9.4 mm in thickness in the sagittal plane appearing sonographically unremarkable, and probably of normal thickness for a patient of this age group. 2. Mild heterogeneous appearance to the myometrium with at least two discrete small lesions, probably two leiomyomas in a background of leiomyomatosis and/or adenomyosis. See above additional comments. 3. Both ovaries appear sonographically unremarkable; on (B)(6) 2019: 1. Stable position of the intrauterine devices compared to the prior CT. 2. Small intramural fibroids detailed above. The largest measures 2 cm in maximal diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, pain ankle, tenderness and polyarthritis. Concurrent conditions included inflammation, fetal methotrexate syndrome, swelling of limb, synovial cyst, hyperlipidemia, neoplasm, abdominal pain, fatigue, joint pain, plantar fasciitis, pain in heel, knee pain, malaise, vitamin d deficiency, sleep apnea, tingling skin, inflammatory polyarthritis, vaginal bleeding, dysfunctional uterine bleeding, decreased appetite, productive cough, congestion nasal, chest pain, obesity, osteoporosis, hot flashes, premenopause, sexually transmitted disease, skin tags, skin lesion and insomnia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune disorder"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("chronic body aches") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, neuromyopathy, autoimmune disorder, fatigue, arthralgia, hypoaesthesia, pain, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered arthralgia, autoimmune disorder, endometriosis, fatigue, genital haemorrhage, hypoaesthesia, neuromyopathy, pain and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: the essure wires look in their anatomic position. A tiny amount of contrast was seen in the area of the proximal left tube. No contrast is seen in the right tube. No spillage of contrast. The uterus is not evaluated in this study. Pathology test on (B)(6) 2019: sections of the cervix are negative for squamous or glandular dysplasia. Sections of the endometrium show no evidence of hyperplasia or malignancy. Sections of the myometrium reveal interweaving bundles of smooth muscle cells characteristic of leiomyomas. No suspicious hypercellularity, nuclear dysplasia, increased mitotic activity or necrosis is seen. Also present are islands of benign endometrial glands and stroma surrounded by uterine smooth muscle, indicative of adenomyosis. Sections of the cul-de-sac serosa, bilateral ovaries, and bilateral fallopian tubes are unremarkable. Ultrasound pelvis on (B)(6) 2014: impression. Endometrium 9.4 mm in thickness in the sagittal plane appearing sonographically unremarkable, and probably of normal thickness for a patient of this age group. Mild heterogeneous appearance to the myometrium with at least two discrete small lesions, probably two leiomyomas in a background of leiomyomatosis and/or adenomyosis. See above additional comments. Both ovaries appear sonographically unremarkable; on (B)(6) 2019: 1. Stable position of the intrauterine devices compared to the prior CT. Small intramural fibroids detailed above. The largest measures 2 cm in maximal diameter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.